Event description:
Customer experiencing discrepant sodium results for approximately six patients. Five patient examples were provided. Patient 1, initial result 129 mmol/l, repeated twice gave 136 and 137 mmol/l. In 2008; patient 2, initial result 133 mmol/l, repeat 139 mmol/l. Patient 3, initial result 134 mmol/l, repeat 140 mmol/l. Patient 4, initial result 132 mmol/l, repeat 138 mmol/l. Pt 5, initial result 132 mmol/l, repeat 138 mmol/l. The initial results were not reported. The field service rep determined incorrect centrifuge settings to be the cause and advised the customer to maintain correct centrifuge settings. Performance tests were performed which were within specification.